Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 300- 415 (mg/dl) for the past 12 days. The customer delivered manual injections, correction bolus, and changed the supplies on the pump to address bg levels. Reportedly, the cause of the elevated bg levels were unknown; however, the customer stated being fairly new to the pump and needing settings to be adjusted, along with getting adjusted to the pump. Additionally, the customer stated not taking care of bg levels as it should be taken care of. System check with tandem technical support indicated that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels.